Event description:
On [redacted date] an elderly male presented for an elective diagnostic cardiac catheterization. Upon completion of procedure, malfunction of the angioseal device occurred. Device was deployed but was not able to separate and be removed. Patient required surgical intervention - left femoral artery exploration to remove device was performed.